Manufacturer narrative:
Product analysis: analysis found that the device did not start with the returned batteries. After replacing the batteries the device started. No observations after a 48-hour endurance test was performed. Functional testing passed. It was very difficult to open the battery drawer. Upper case was damaged and the lower case was sticky. A new battery drawer was placed. Battery contacts were cleaned. Device then passed all tests with no visual/electrical anomalies observed, device conformed to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shuts down during use. The epg was returned for servicing. No patient complications have been reported as a result of this event.